Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in insulin pump history due to broken trace on keypad assembly. Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Unit functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl as well as low blood glucose level down to 40s mg/dl. The customer¿s blood glucose level was 164 mg/dl and. The customer treated high blood glucose with insulin pump. The customer did not mention any symptom related to high blood sugar. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege the insulin pump for under delivery. The customer declined troubleshooting for high as well as low blood glucose level. The customer also reported that the insulin pump had a compromised force sensor system error during the self test. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump failed the self test. The insulin pump will not be returned for analysis.